Event description:
Reference number (B)(4). Event took place in the united states. On (B)(6) 2025, the patient reportedly experienced an incident where the tubing of the infusion set became detached. The disconnection happened at the quick release. The infusion set had been in use for over 1-2 days. The insertion site was located on the left side of the abdomen. Infusion set was in use for 2days. Patient blood glucose levels were 162 mg/dl. Patient took correction bolus via pump to address high blood glucose levels. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.